Manufacturer narrative:
The automated impella controller (aic) has been received from the customer, however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male in acute myocardial infarction cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient had the impella device and intra-aortic balloon pump concurrently running for support. When in the intensive care unit, the automated impella controller (aic) alarmed for battery failure. The aic was removed and replaced. There was no harm or injury from interruption.

Manufacturer narrative:
The investigation for the reported console (aic) battery failure alarm has been completed. The data logs from the reported day of event are consistent with complaint and show battery failure (#360) and battery level low (#23) alarms about 4 hours after pump was started. Battery data embedded in ltlog files revealed cell imbalance of battery 2. The console was returned for evaluation and testing of the battery confirmed battery lock-out due to permanent failure condition. The cause of the aic issue was a defective battery. Added- h6 impact code 4629, h6 component code 765 d4-updated model number.